Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for arachnoiditis. Information was reported that the patient's device doesn't work and hasn't worked in a few years. The patient was requesting guidelines for a MRI of their head and brain. The patient also noted that she has not recharged in at least 5 years, her equipment was lost when she moved. The patient said she wants to have surgery to remove the components. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that it no longer helped with the patient's pain so the patient quit charging it. No further complications were reported.